Event description:
This the first of two reports for the same healthcare worker, refer to 2084725-2005-00012 for second report. It was reported by the director of gi that a healthcare worker experienced reddened rash with small blisters on hands, blotchy, reddened, swollen face after handling gi scopes processed with cidex opa. Symptoms began at work and worsened upon returning home. Treated with prednisone and symptoms subsided. Follow-up with the employee indicates that "before the end of 2004 when taking scopes out of the closet they experienced bad irritation of weeping wound on hands." Irritation subsided when they began wearing gloves.